Event description:
It was reported that during procedure a screeching noise was heard from the fluidics panel during peristaltic pump movement and vitrectomy would not aspirate. Patient experienced a broken capsule and doctor performed an unplanned vitrectomy. Doctor completed the procedure with no further issues and expected patient outcome is favorable.

Manufacturer narrative:
Inspection and analysis of the unit was performed and customers reported issue could not be duplicated. During inspection customer stated there was bss solution on the floor of the operating room which indicates a possible leak in tubing pack. Customer discarded the tubing pack and therefore, unable to verify. Engineer performed a full system checklist and system meets amo specification.